Event description:
It was reported that the pace/sense portion of the model 6936 was capped due to noise, and the existing model 4024 used. The hv portion remains in use. No patient complications have been reported as a result of this event.